Event description:
Reporter alleged the needle from the softclix plus lancet device protrudes outside the end of the cap after it has been fired. Reporter stated that he accidentally stuck himself with the protruding lancet. No actions or treatments were reported. A request was made for the return of the suspect device and replacement product was sent.